Event description:
On (B)(6) 2014, the reporter stated that the employee was cut on the top of the tube. The tubes had a jagged top occasionally. Employee was injured when uncapping the 1.8ml tube with the right gloved hand and as the cap was popped off the glass was cracking at the top of the tube. Somehow the edge tip of the right middle finger was nicked and it was noticed afterward that it was bleeding into the glove. The employee washed their hand and notified the manager on call. The patient source was tested according to the staff exposure protocol, blood was drawn and tested according to protocol as well. No prophylactic medication was given. The source patient had a borderline result for (B)(6) so the employee will having follow up testing for the next few years.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend.